Event description:
The user fell down the stairs and injured her head on the left implanted side on (B)(6) 2020. After the fall the user lost access to sound with the device. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell down the stairs and injured her head on the left implanted side on (B)(6) 2020. After the fall the user lost access to sound with the device.

Manufacturer narrative:
According to currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but is not available for investigation. This is a final report.

Event description:
The user fell down the stairs and injured her head on the left implanted side on (B)(6) 2020. After the fall the user lost access to sound with the device. The user was re-implanted.